Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient was admitted to the hospital for dizziness. Upon interrogation oversensing of noise with pacing inhibition leading to just over two seconds of asystole was observed for this pacemaker and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reviewed the patient's data. It was found that the noise was from the pacemaker oversensing the minute ventilation signal and that it had been occurring for approximately three months. Further review found that the rv impedance measurements show an increase of impedance measurements from 400 ohms to the mid 600 ohm range. Ts suggested programming the minute ventilation feature off in the pacemaker. The field representative stated that the minute ventilation feature was programmed off as suggested and the pacemaker and another manufacturer's rv lead remain in service. No additional adverse patient effects were reported.